Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during biopsy of the vulva, the suture line was broken and could not be used. There was no patient injury.